Event description:
A stent placement procedure was initially performed without incident. Sometime post placement caudad migration was noted to have occurred. The stent was removed without incident and another one was placed. There were no pt complications involved. The device has been destroyed by the user facility and will not be returned for eval. Without evaluating the device co cannot determine the exact cause for this event.

Event description:
A stent placement procedure was initially performed without incident. Sometime post placement caudad migration was noted to have occurred. The stent was removed without incident and another one was placed. There were no pt complications involved. The device has been destroyed by the user facility and will not be returned for eval. Without evaluating the device we cannot determine the exact cause for this event.